Event description:
The customer reported via medwatch that they found the ventilator alarming and in a state of apnea. The respiratory care professional (rcp) attempted to deliver a manual breath and place the unit into cmv and CPAP modes of ventilation without success. The rcp then attempted to place the ventilator into simv ventilation but the unit would not respond to that prompt either. The therapist was able to place the ventilator into cmv mode and the ventilator cycled. The ventilator was later replaced with the pt suffering no effects. The customer support engineer inspected the unit and found it to meet specs. The cse determined that the responding therapist had not pressed alarm reset to clear the apnea alarm prior to correcting the pt problem. The cause has been determined to be user error and the customer has been advised to provide training to the therapist. This report is not an admission by co that the device caused or contributed to the event alleged in this report.